Event description:
Additional information indicated the patient's catheter was also explanted due to infection. The date of onset/diagnosis of infection was noted to be (B)(6) 2012. Additional symptoms were reported to be drainage, and the location of the infection was noted to be the device pocket. Perioperative antibiotics were administered, and the patient was reported to have been on oral narcotics as of the date of this report. The patient's infection was resolved. No additional information was available at the time of this submission.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the consumer reported the pump had ¿went bad¿. The patient stated the infection was the hospital¿s fault and ¿something wasn¿t sterile¿ as the patient had (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
The patient had a fever. The patient was admitted to the hospital on (B)(6) 2012 for a possible infection versus a csf leak and was scheduled for wound exploration surgery the next day. The pump was explanted due to the presence of infection. The infection was determined by cultures obtained from the spinal incision at time of surgery. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8 709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter product ID, 8598a lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).